Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they had experienced high blood glucose and also had failed battery and keypad anomaly. The customer blood glucose was in range of 400 to 100 mg/dl and over 200 mg/dl. It was reported that they had glaucoma. The customer reported that the insulin pump rejected new battery and buttons were hard to press. The insulin pump will not be returned for analysis.